Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal with concentration 500 mcg/ml at an unknown dose rate via an implantable pump. The patient's medical history included spasticity. It was reported that a critical pump alarm occurred. A pump motor stall due normal use was indicated. Interrogation of the pump had been performed and it was seen that a pump motor stall occurred and that the pump had restarted again. The nurse planned to keep a look on this patient. Regarding environmental/external/patient factors that may have led or contributed to the issue, nothing especially was indicated. The pump remained implanted and in-service. The implant date of the pump was unknown. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021 no surgical intervention occurred, and no surgical intervention was planned. The patient's gender was unknown. The patient's age, and weight at the time of the event were also unknown.